Event description:
It was reported that the patient expired in hospice. Patient was hospitalized due to cellulitis of left lower extremity, abdominal wound and uti. It was noted that patient had severe protein calorie malnutrition. Patient developed wide complex tachycardia. Patient and her family decided for discharge from hospital on dnr. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time.

Event description:
During hospitalization, patient also developed acute respiratory failure due to acute congestive heart failure.